Event description:
Additional information received indicated that high out of range pacing lead impedance measurements coincides with radiation therapy. There was no inhibition of pacing due to noise. The device was re-programmed to bipolar pacing configuration and will be monitored continuously. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this pacemaker and right ventricular (rv) lead continues to exhibit noisy signals in both unipolar and bipolar configuration. These noisy signals were previously oversensed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed noise and an out of range impedance measurement. A lead safety switch (lss) was triggered. A boston scientific technical services (ts) consultant discussed troubleshooting options. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).